Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported ventilator is noisy. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.